Event description:
It was reported that an ilet user experienced hyperglycemia with a blood glucose of 206 mg/dl while using a teflon infusion set, after which they administered a corrective insulin injection and noted repeated bent cannulas in the same insertion area suggestive of scar tissue; the user changed all pump supplies and later moved the infusion site, and a steel infusion set was being pursued via prescription. Symptoms included fatigue. Outcomes included a reduction of blood glucose to 174 mg/dl with clinical improvement and no hospitalization. Investigation included troubleshooting and education to replace the infusion set and to use an alternate insertion site. Investigation of this case revealed suspected infusion set or cannula performance issues related to site selection and potential tissue scarring, leading to impaired insulin delivery and hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.